Manufacturer narrative:
(B)(4). There was a potential incident where, after a bath, a resident couldn't be lowered using the device actuator but had to be taken down from the chair of the alenti lift manually. The device was in use with the resident when the event took place and has contributed to the reported event. Incident description suggests that during the event, the device did not work as intended and therefore was suggested to not be up to its specification as the event took place, however the device was found fully functional at the arjohuntleigh technician's visit and inspection. This alenti is an electrically (battery) powered chair intended to be used in a wet and humid environment for bathing purposes together with the bath with which it combines to make a system. The device evaluation was performed and corrosion and evidence of chemical trying to burn through the wiring were found. We consider a water and chemicals ingress as likely root cause of the temporary lack of the functionality of the device. As for every devices using electrics and electronics water when ingressing under the cover in the cables, pcb and electrical connections can make a short circuit and by consequence the device would stop functioning or sometimes function uncomanded. When the device stops functioning the caregiver is to use the emergency lowering to safety take the resident down. In this case electrical failure of the cables inhibited functionality of the emergency lowering. When all functions to lower the device will eventually fail (including emergency lowering system) the patient will be stuck on the lift. In this situation the qualified personnel might use another lifting device to take the patient down safely or use another safe method according to their professional judgment. Further evaluation of the risk for the patient and the caregiver concerning the indication that the resident was manually removed from the chair, has been performed. We assessed the possible hazards when multiple caregivers are assisting with removing the resident from the seat and showed that the patient can be easily taken off the alenti, with a chair in the highest position, in a safe way. There have been no events where this situation has been related to injuries to date. Based on all information gathered we were able to conclude that although reported in the abundance of caution here, the failure leading to a device such as this one becoming stuck is not likely to bring on any immediate risk for patient or caregiver at hand, and we no longer consider this events as a potential hazard for serious injuries. The device was being used for patient care, it failed to function as intended due to a short circuit and in doing so contributed to an event that in the end did not pose an unacceptable risk.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh has received a complaint where it was indicated that the alenti chair stopped moving up/down with a resident seated in the lift. The caregiver with help of other workers took the resident out of the lift. It is unknown in which position the lift stopped functioning as upon arrival of the service technician the customer was already using the device.